Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.6 inr, donor 2 inr: 2.8 inr. Donor 1 hct: 42%, donor 2 hct: 60%. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr, customer meter with customer strips: 2.5 inr. Donor 2: retention meter with masterlot strips: 2.8 inr, customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. The results alleged by the customer were not observed in the meter¿s patient result memory. A result of 8.0 inr was found on (B)(6) 2001 at 15:04. The date and time on the meter were not set correctly. Potential causes included the fact the samples were collected from a peripherally inserted central catheter line (PICC line) that was flushed with heparin. Product labeling states to not collect samples from arm receiving the infusion line. Product labeling states hematocrit values between 25-55 % do not significantly affect tests. As the patient hematocrit was 21.7% and below the stated range, this was a potential cause.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained that a patient had a high inr result from a coaguchek xs meter, serial number (B)(4) (meter a). The patient result was considered high in comparison to another coaguchek xs meter, serial number (B)(4) meter b). Meter a was using strip lot 25032112 and meter b was using strip lot 26683413. The strip lot expiration dates were requested but were not provided. (B)(6). The customer stated that they believe the laboratory result. The erroneous result was released outside of the laboratory. There was no allegation of an adverse event. All patient samples were collected from a peripherally inserted central catheter line (PICC line). The PICC line is the location the patient was receiving zosin. The patient's hematocrit on (B)(6) 2018 was 21.7%. The customer has no lupus, no antiphospholipid antibodies, no new medications, no changes in diet, no additional illnesses, and has had no abnormal bleeding or bruising. The patient was receiving lovenox subcutaneously in the abdomen. The investigation is currently ongoing.

Manufacturer narrative:
The customer stated that the patient was receiving 60 mg of lovenox twice a day. The patient's PICC line was also flushed with 5 ml of 50 u/ml of heparin.